Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload. (B)(4).

Event description:
It was reported that the guidewire broke off during procedure and the broken segment was retrieved with a snare. No patient injury reported.